Event description:
It was reported that the lens was removed intraoperatively from the pt's right eye due for broken haptic noted upon insertion. The incision was enlarged to remove the lens. Another lens of the same model was implanted. A suture placed to close the wound. Ref MDR # 1313525-2015-00237 for the inserter used during the event.

Manufacturer narrative:
The lens was returned for eval. Investigation is underway. A supplemental report will be submitted upon completion of the investigation.